Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. The patient's mother claimed that the readings were in the low direction but did not provide any sample readings.the device is not indicated for insertion in upper buttocks. The device is not indicated for use in pediatric patients.at the time of the call to dexcom technical support, the patient's mother did not report any medical intervention or injuries and reported that the patient was in fine condition.